Event description:
The pt arrives to the department for chemotherapy treatment. When the catheter is flushed prior to use, the nurse noticed leakage from the insertion point. The nurse reportedly decided to remove the PICC. Once done she noticed a breakage in the catheter about 4 inches from the 0-point. It was reportedly just a thin plastic part holding the catheter together. (The breakage looks like a sharp cut). The pt has reportedly received chemotherapy treatment every week. The catheter was inserted on (B)(6) 2014.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyg1829 showed no other similar product complaint(s) from these lot numbers.